Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient's mom called to report that at approximately 12:00 am, the patient experienced consecutive sensor failures involving two specific sensors. Prior to identifying the sensor failures, the patient reported feeling unwell, including symptoms of dizziness, vomiting and exhaustion. The exact glucose readings at that time were not provided, as the device only displayed ¿high¿ before it stopped functioning. After recognizing the issue, the reporter contacted emergency services, and the patient was transported via ambulance. During transport, the patient was administered IV fluids and oxygen; however, the specific type of IV fluids could not be recalled by the reporter. Upon arrival at (B)(6) hospital, a blood glucose measurement was taken, showing a reading of 547 mg/dl. No sensor was in use during this time. The patient was administered oral medication duforzig, though the exact dosage was not specified. The patient was discharged on (B)(6) 2026 and was reported to be in stable condition. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient's mom called to report that at approximately 12:00 am, the patient experienced consecutive sensor failures involving two specific sensors. Prior to identifying the sensor failures, the patient reported feeling unwell, including symptoms of dizziness, vomiting and exhaustion. The exact glucose readings at that time were not provided, as the device only displayed ¿high¿ before it stopped functioning. After recognizing the issue, the reporter contacted emergency services, and the patient was transported via ambulance. During transport, the patient was administered IV fluids and oxygen; however, the specific type of IV fluids could not be recalled by the reporter. Upon arrival at st. Mary¿s hospital, a blood glucose measurement was taken, showing a reading of 547 mg/dl. No sensor was in use during this time. The patient was administered oral medication duforzig, though the exact dosage was not specified. The patient was discharged on (B)(6) 2026 and was reported to be in stable condition. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.